Manufacturer narrative:
(B)(4). The device passed the return rite electrical test and was found to meet electrical specifications but failed the rite functional test. The lab evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported iipv found in the device logs. The cause of the iipv was determined to be: insufficient drain caused by use error, tidal uf removal set too low. Product surveillance followed up with the nurse and provided the results of evaluation. The nurse will check the settings on the patient's homechoice device. No patient injury or medical intervention was reported. The device was subsequently forwarded to service. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During initial assessment of a returned homechoice (hc) device, a baxter technician identified an increased intraperitoneal volume (iipv) event which occurred on (B)(6) 2010 during drain cycle 5. The ultrafiltration volume was 1516 ml (milliliters). This event meets overfill criteria.

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up e MDR.